Event description:
Material #: 309646. Batch #: 4100255. It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. No ml markings on syringe. Item - 309646. Lot -4100255.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.